Event description:
It is reported that the surgeon broached for the stem and the broach was sitting flush with the neck cut and stable. The implant was implanted and sat a full centimeter proud of where the broach had been. The height of the implant was unacceptable and the stem was removed. Broaching was continued in order to seat the size 9 broach deeper. The broach was countersunk about 5mm. The implant was implanted again this time sitting approximately 5mm proud. There was a minimum 10 mm difference in height of broach compared to stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.